Manufacturer narrative:
Delayed hemorrhage and adhesion formation are known adverse risks with the use of duramatrix onlay plus product as identified in the instructions for use. Product testing was performed on the product from the same lot, all results met acceptance criteria.

Event description:
During follow-up cranioplasty procedure the clinician observed that the duramatrix onlay plus membrane was adhering to the brain and was also causing subdural hematoma because the barrier didn't allow fluid to pass through.